Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that sometime in (B)(6)2026, the patient experienced elevated blood glucose levels after approximately 4-24 hours on the leg of pod wear, with blood glucose readings displayed as ¿high¿ in the omnipd system, indicating levels above 400 mg/dl. The specific event date and blood glucose levels were not reported. The event date provided in this report is approximate. The patient reported developing symptoms including vomiting, and he was subsequently hospitalized with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization included intravenous fluids, insulin infusion, and anti nausea medication (zofran). The patient remained hospitalized for approximately two days; the specific discharge date was not provided. The pod involved at the time of the event was discarded and is unavailable for investigation.